Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip could not release.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used for closure in the stomach during a gastroscopic gastric mucosal dissection procedure performed on (B)(6) 2025. During the procedure, the clip could not release from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.